Event description:
The reporter stated the surgeon implanted a 12.0mm icm120v4 implantable collamer lens in 2008. The lens was explanted on eight days later, due to excessive vaulting. Subsequently, the patient experienced narrowing of the angle and shallowing of the anterior chamber. An iridectomy was performed. The lens was exchanged for a shorter lens.

Manufacturer narrative:
Other: (iridectomy).